Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump shortly after a supply change, with a self-reported fingerstick of 475 mg/dl and visible insulin drops from the tubing; the user later identified a bent infusion needle and partially lifted adhesive on the prior infusion site, and the agent guided a site change and resumption of insulin delivery. Symptoms included elevated blood glucose. Outcomes included improvement in glucose levels after the site change with continued monitoring and no alarms or hospitalization. Investigation included remote troubleshooting and education focused on infusion set function and site integrity. Investigation of this case revealed an infusion site issue characterized by a bent cannula and inadequate adhesion, which likely impaired insulin delivery until the site was replaced. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.